Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was reported to the physician. The sample was repeated on an alternate dimension exl 200 instrument. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm instrument. The quality control (qc) was acceptable before the sample was processed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the integrated multisensor technology (imt) diluent bottle cap, tubing, and imt waste tubing, primed diluent fluid until all air was out of the tubing, verified the operation of the imt diluent flush pump and wash port, and adjusted the imt pump rate. Further, the cse performed the dilution check, imt calibration, precision study, and qc check. The calibration, precision study, and qc values recovered within acceptable ranges. Siemens evaluated the event and concluded that the fluid flow issue, which was resolved with the service activities described above, potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.